Manufacturer narrative:
This is a supplemental report to provide additional information. Olympus india checked the subject device and found that no image in monitor with enf-v2 scope this is due to defect in receptacle unit. Receptacle unit also loose . It might be possible this is due to heavy pressure applied on it. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was speculated that when the user applied a strong impact to the device or withdrawn the scope with excessive force, the receptor unit (receiving video connectors) and the scope socket (output connectors) were broken, resulting in loosening of the connection, poor image, and display of error codes. The above device handling has warned in the instruction manual as follows. ¦from:[important information ¿ please read before use] do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Avoid using the video system center in a dusty environment. This may damage the video system center. Confirm that there is no dust on the ventilation grills. Clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the video system center may break down and get damaged from overheating. ¦from:[precautions for installation and connection] never apply excessive force to connectors. This could damage the connectors. ¦from:[care, storage, and disposal] store the equipment in the level position in a clean, dry, and stable location.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the maintenance, it found that low air was coming. There was no report of patient injury associated with the event. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated and found that the image of the subject device was not displayed due to defect in receptacle unit.